Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings and investigation conclusions. Left ventricular outflow tract obstruction (lvoto) can occur at the valvular, subvalvular, or supravalvular level. In general, there is an obstruction to forward flow which increases afterload, and if untreated, can result in hypertrophy, dilatation, and eventual failure of the left ventricle. In patients who undergo mitral valve replacement (mvr) with a high- or low-profile prosthesis, left ventricular outflow tract (lvot) obstruction is a well-recognized postoperative complication. There are cases where obstruction is detected immediately after the initial implant prior to the completion of the surgical case and requires exchange of the device. This is usually due to the patient's anatomy and/or procedural factors. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review is unable to be performed because no lot/serial number was provided. Based on the information available, the most likely cause is due to operational context/ procedural factors, as possibly evidenced by the physician's examination of the left ventricle postoperatively in which there were "marks suggesting contact with the stent post". An edwards defect has not been confirmed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards japan received information that a 25mm 11400m mitral pericardial valve was explanted at implant due to left ventricular rupture. The device was replaced with a non-edwards mechanical valve without any adverse event reported. The patient status was reported as recovered. Per additional information, during the event, the patient was still cannulated. Postoperatively, the physician commented that technical factors directly influenced the rupture, but upon examining the left ventricle, marks suggesting contact with the stent post were observed. The device was originally implanted for mitral regurgitation s/p mitral valve replacement with a concomitant aortic valve replacement with inspiris valve. The inspiris valve remained implanted.